Event description:
It was reported that a pt's lower lip became swollen after a restoration was placed using xeno iii adhesive. Benadryl was taken by the pt but reported to have no effect in reducing the symptoms. No further medical intervention was required or performed.